Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra blue test strips were peeling. The medical surveillance specialist (mss) was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began 3-4 weeks prior to contacting lfs (unspecified day) in the morning. The patient reported managing his diabetes with diet, exercise and oral medication (type/dose unknown). The patient denied making any changes to his normal diabetes management despite the alleged issue starting. The patient claimed that he developed symptoms of "dizziness, sweaty and a headache" at the same time the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the patient informed the cca that the alleged issue occurred after the patient inserted the test strip into his meter. The cca confirmed that the patient was using the correct testing process and that the alleged issue was resolved at the time of troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reported developed symptoms suggestive of a serious injury and the mss was unable to reach the patient to clarify how the alleged issue affected his ability to obtain a blood glucose result and treat himself.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.